Manufacturer narrative:
Service was scheduled. The field service engineer (fse) inspected the instrument and confirmed the reported issue. The fse replaced the rear blood detector, the flow cell, the mals sensor and the sam ribbon cable to resolve the issue. The fse ran controls that passed to verify the repairs. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported that their dxh600 hematology instrument generated erroneous platelet (plt), hemoglobin (hgb), wbc and rbc results with partial aspiration (p) errors on patient samples. Erroneous patient results were not reported out of the laboratory. There was no report of death, serious injury, or change to treatment associated with this event.